Event description:
It was reported during implant, the right atrial lead had positioning/fixation difficulties. The lead helix was extended several times while positioning the lead in the atrium with a curved stylet in place. It was indicated that atrial placement was difficult due to anatomy. It was noted that visual inspection of the lead did noy reveal any defects. The lead was removed and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted the lead had blood in/on the helix mechanism.